Event description:
Philips received a complaint on the v60 ventilator indicating that the central processing unit (cpu) tray cover was broken, resulting in the customer being unable to mount the device to the universal stand properly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they needed the part information for the cpu tray cover and universal stand thumbscrews to order replacements, so the rse provided the part information. In a good faith effort (gfe) response from the customer it was confirmed that the replacement parts hard been ordered but had not yet been received. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that they needed the part information for the central processing unit tray cover and universal stand thumbscrews to order replacements, so the rse provided the part information. In a good faith effort (gfe) response from the customer it was confirmed that the replacement parts hard been ordered but had not yet been received. In a good faith effort response from the customer received, it was confirmed that the part had been received, and they had resolved the issue upon being installed. The device was returned to the department and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.